Event description:
It was reported the left ventricular (lv) lead had dislodged and the right ventricular (rv) lead had an increased threshold. During the lead revision, when the physician tried to reconnect the rv lead to the device it was not possible to connect the pace/sense lead again in the connector block of the device because the set screw could not be turned. The device and lv lead were explanted and replaced. The rv lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.